Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant due to low sensing, varying thresholds, no capture despite maximum device outputs and pacing impedance measurements greater than 2000 ohms. The implanter stated that she did not see any physical damage via fluoroscopy and she suspected that due to the multiple repositioning there was a lot of torque build up in the lead causing the high numbers. The lead was only tested with the pacing system analyzer (psa). No adverse patient effects were reported.